Event description:
It was reported that a second surgery was performed approximately four months after the original surgery. A labral repair (bankart procedure) was performed in 2008. The procedure went well and 4 anchors were placed. Approximately six weeks post-op, the patient told his doctor that he was performing push-ups when he felt a "pop" in his operative shoulder. Testing revealed no instability systems, but only crepitus in the injured shoulder. A second arthroscopy was performed on the shoulder four months later, revealing no loose anchors or free floating debris. The surgeon did find that the sutures used with the anchors had come loose and were not attached. The labrum had healed back down to the edge of the glenoid. Sutures were retrieved and a debridement was performed. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were not able to be returned because they were not explanted; they remain in the patient. The complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is non-compliance with the post-operative protocol. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow up report will be submitted.